Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced inappropriate shocks due to low qrs complex amplitude and large t wave oversensing. Ultimately, this system therapy was turned off and remains implanted. No adverse patient effects were reported.